Manufacturer narrative:
Although the malfunctioning device will not be returned for evaluation as part of the complaint investigation, the results of this investigation are still pending and will be reported to the FDA within thirty days of its conclusion.

Event description:
Writer inserting double lumen vygon nutriline PICC at plc. PICC placed in one poke. Upon removal of guidewire, resistance met. Writer tried to straighten PICC and prevent bunching to assist in removal of guidewire. Initially, this seemed to be effective, as guidewire seemed to have come out, but guidewire had actually frayed and a portion remained in PICC. Writer able to remove portion in PICC, but unable to draw or flush and PICC no longer in desired position. Writer ultimately had to abandon attempt and remove line. Two more pokes were required to place second double lumen PICC, no guidewire issues the second time.